Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Investigation summary: examination of the returned device confirmed the reported crack. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint sample consisted of (B)(4) hp fem imp/ext, lot code 092673. Examination of the returned device confirmed the reported cracked impaction head. A suppler investigation on the 28th of november 2011 identified that chemical embrittlement from exposure to disinfectants and heat treatment from disinfectants is the root cause of the fractures/cracks. A design change was implemented by the suppler to change the material from radel 5500 to propylux hs in addition to removing the thermal attachment process. The lot code on the device of 092673 signifies a manufacture date of 2009, prior to the eco being implemented. No need for corrective action is identified. Complaint trends will be monitored by post market surveillance through (B)(6) 2019. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that when began to implant the surgeon noticed a cracked in the hp fem imp/ext . The second instrument broke while putting in trial. Nothing was left in the patient.